Manufacturer narrative:
Citation: fukui m., et al. Right ventricular dysfunction by computed tomography associates with outcomes in severe aortic stenosis patients undergoing transcatheter aortic valve replacement. J cardiovasc comput tomogr. Mar-apr 2022;16(2):158-165. Doi: 10.1016/j.jcct.2021.11.005. Pmid: (B)(4). Epub 2021 nov 14. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of cardiac computed tomography angiography (ccta) to predict clinical outcomes in patient with right ventricular dysfunction and severe aortic stenosis undergoing transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between july 2015 and october 2019. The study population included 502 patients (predominantly male, mean age 82 years). One patient was implanted with a medtronic corevalve bioprosthetic valve, 78 with evolut r bioprosthetic valves and 112 with evolut pro bioprosthetic valves (unique device identifier numbers not provided). Among all patients, 97 deaths occurred within a 22-month follow-up period. No further information on cause of death was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: hospitalization for heart failure, moderate-severe paravalvular leak and elevated transvalvular gradients. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.